Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that hey had low blood glucose value. Customer¿s blood glucose value from reported event was 239mg/dl and was as low as 50mg/dl. Current blood glucose value was 119mg/dl. Customer declined to troubleshoot for high and low blood glucose values. Insulin pump will not be returned for analysis.